Event description:
It was reported there was premature battery depletion and the implantable neurostimulator (ins) was explanted. Impedance testing and reprogramming was done as a result of the event. On 2014-(B)(6) the ins battery life was 2.72 with normal impedances. One day prior to report the battery life was elective replacement indicator (eri) at 2.52 with normal impedances. On the day of report the battery life was 2.25 at end of service (eos) with normally impedances. The battery life seemed to have been abnormally heightened. There were no patient symptoms and their status at the time of report was alive with no injury. Additional information received reported the battery depletion was not normal and there was no patient death or patient injury. The patient recovered without sequelae. It was shown that on 2014-(B)(6) the ins battery life was 3.72, on 2014-(B)(6) the battery life was eri at 3.52 and one day later it was at 3.25 eos, all with normal impedances. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the ins battery had normal end of life and the telemetry and output were okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient experienced a reduction in efficacy due to battery drain and an increased tremor. The tremor was well-controlled at the time of report due to the battery change. They were in continuous mode and the patient was doing well with no side effects. They received effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: product ID 37642, serial# (B)(4), implanted: 2014-(B)(6), product type programmer, patient, product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3389s-40, lot# v589283, implanted: 2011-(B)(6), product type lead. Product ID 3389s-40, lot# v589283, implanted: 2011-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.